Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel smearing, red cell hang up, poor barrier separation of the sample, and hemolysis. The following information was provided by the initial reporter. The customer stated: the gel does not form a smooth separating layer. Signs of hemolysis with all user instructions being fulfilled. There were few tubes where the user examined gel ¿mix¿ with blood and had to re-centrifuge the tube and fibrin.".

Manufacturer narrative:
H.6 investigation summary : material #: 367955. Lot/batch #: 1327923. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, red cell hang up/fibrin strand(s)/fibrin mass/ gel smearing/gel air bubbles, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. This complaint is not confirmed for red cell hang up, fibrin strand(s), fibrin mass, gel smearing, and gel air bubbles. Bd will continue to monitor for additional complaints and emerging trends. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, red cell hang up/fibrin strand(s)/fibrin mass/ gel smearing/gel air bubbles, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. This complaint is not confirmed for red cell hang up, fibrin strand(s), fibrin mass, gel smearing, and gel air bubbles. Bd will continue to monitor for additional complaints and emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel smearing, red cell hang up, poor barrier separation of the sample, and hemolysis. The following information was provided by the initial reporter. The customer stated: the gel does not form a smooth separating layer. Signs of hemolysis with all user instructions being fulfilled. There were few tubes where the user examined gel ¿mix¿ with blood and had to re-centrifuge the tube and fibrin."